Manufacturer narrative:
(B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 2/4/2020, and the physician was provided a notification letter with recommended actions.

Event description:
It was reported that the patient's vns was disabled temporarily due to painful stimulation on the left side of the neck, as well as shortness of breath. Approximately 1 month later, the physician was reenabling therapy, and when reinterrogating the vns to confirm settings a low output current message was observed. It was confirmed that the physician was using (B)(4) software. System diagnostics resolved the low output current message. Internal testing and data review identified that false low output current messages can occur when m3000 (B)(4) software programs a m103-106 generator after a specific programming sequence occurs. When m3000 (B)(4) tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. The low output current messages in these cases are false and do not impact generator function. No additional relevant information has been received to date.

Event description:
Clinic notes were received indicating that the patient has been refered for vns explant. The patient has reported that despite the vns being off, she still feels it in her chest and believes it causes difficulty swallowing. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Per the physician, the dysphagia was related to external factors and unrelated to vns. No additional relevant information has been received to date.